Manufacturer narrative:
The complainant was contacted for return of the device. The customer has responded and indicated that the device was repaired and placed back into service. The device will not be returning to zoll.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device intermittently failed to pace. Complainant did not indicate that there was any patient involvement in the reported malfunction.